Manufacturer narrative:
(B)(4). The device was returned and the reported clip deployed on the sheath was confirmed. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closure of an unknown vessel was attempted using a starclose se device after an unknown procedure. Reportedly, there was an interaction between the exchange sheath and the clip adaptor; the clip was caught by the tip of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.